Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not power on. A field service engineer (fse) received a call from the customer reporting a no-power condition and a black screen. The fse instructed the customer to open a ticket and proceeded to the site. Upon arrival, no ticket had been created, so the fse obtained the case number from the customer, went upstairs, and inspected the station. Drawer 3 was found to have a ground fault that had tripped the power supply breaker, preventing further system damage. The fse identified a failed drawer board and replaced both older drawer controller pyxis controller board along with the failed module controller. The repaired drawer was then successfully tested in hardware test application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device was not powering on. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.